Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 01jun2019. A touchscreen was returned to failure investigation for further investigation and to replicate complaint of the touchscreen failure. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11apr2019, date of report : 30may2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators touch panel failed. No patient involvement. Event date not specified, estimate used.